Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned with no visible damage on initial analysis. The device was analyzed and found out that the balloon had a latitudinal rupture near the distal end. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 33/7/2/65 equalizer occlusion balloon catheter was selected however, it was noted that the balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 33/7/2/65 equalizer¿ occlusion balloon catheter was selected however, it was noted that the balloon ruptured.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).